Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing a cartridge. Tandem technical support educated the customer that the reuse of cartridges may result in over delivery or under delivery of insulin. The customer declined loading a new cartridge while troubleshooting with tandem technical support, opting to continue using the current cartridge and follow up if necessary. There was no reported adverse impact to the customer.